Manufacturer narrative:
Contaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration/ migration of essure device: uterus"), pelvic inflammatory disease ("pelvic inflammatory disease") and embedded device ("one coil is suspected to be embedded within the uterus") in a 39-year-old female patient who had essure (batch no. C03091) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included breast cancer, herpes simplex type ii, d & c, tubal ligation, bacterial vaginosis, chlamydia trachomatis infection, anogenital warts and dysplasia. Concurrent conditions included vaginal discharge, unable to urinate, hematuria, vaginal irritation, constipation, abdominal pain and migraine. Concomitant products included citalopram, gabapentin, nsaid's, paracetamol (acetaminophen), sumatriptan and tramadol. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2015, the patient experienced vulvovaginitis ("infection (bladder/ urinary tract/vaginal) type: vulvovaginitis"). On (B)(6) 2015, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2016, the patient experienced pelvic pain ("severe pelvic pain"), depression ("depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues") and vaginal infection ("vaginitis"). Essure treatment was not changed. At the time of the report, the device expulsion, pelvic inflammatory disease, embedded device, pelvic pain, menstrual disorder, vaginal haemorrhage, menorrhagia, vulvovaginitis, vaginal discharge, vaginal infection, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, device expulsion, embedded device, menorrhagia, menstrual disorder, pelvic inflammatory disease, pelvic pain, vaginal discharge, vaginal haemorrhage, vaginal infection and vulvovaginitis to be related to essure. The reporter commented: she underwent treatment due to complications from the essure discrepancy noted in essure insertion date: (B)(6) 2014 & (B)(6) 2013 diagnostic results: on (B)(6) 2013, hsg(hysterosalpingogram) test done which confirmed that the essure device was successfully occluded. (B)(6) 2015: tubal occlusion. Stable. - she was reminded that essure confirmatory test was not satisfactory. Last hsg showed non-occluded left tube. She wants to repeat hsg (B)(6) 2017: patient is status post essure in 2014-per hsg, right tube occluded, left tube patent. Patient is experiencing discomfort and is unable to take ultram qday. (B)(6) 2015: hysterosalpingogram:unilateral occlusion (right tube occluded) (B)(6) 2015: hysterosalpingogram: patent left fallopian tube with free spill seen into the peritoneal cavity. Right fallopian tubal occlusion in a patient who is status post essure device placement (B)(6) 2014 ¿concerning the injuries reported in this case, the following one was described in patient¿s medical record: pelvic inflammatory disease quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of product technical complaint incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration/ migration of essure device: uterus"), pelvic inflammatory disease ("pelvic inflammatory disease") and embedded device ("one coil is suspected to be embedded within the uterus") in a 39-year-old female patient who had essure (batch no. C03091) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included breast cancer, herpes simplex type ii, d & c, tubal ligation, bacterial vaginosis, chlamydia trachomatis infection, anogenital warts and dysplasia. Concurrent conditions included vaginal discharge, unable to urinate, hematuria, vaginal irritation, constipation, abdominal pain and migraine. Concomitant products included citalopram, gabapentin, nsaid's, paracetamol (acetaminophen), sumatriptan and tramadol. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced vulvovaginitis ("infection (bladder/ urinary tract/vaginal) type: vulvovaginitis"). On (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2015, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2016, the patient experienced pelvic pain ("severe pelvic pain"), depression ("depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues"), vaginal infection ("vaginitis") and abdominal pain ("abdominal pain"). Essure treatment was not changed. At the time of the report, the device expulsion, pelvic inflammatory disease, embedded device, pelvic pain, menstrual disorder, vaginal haemorrhage, menorrhagia, vulvovaginitis, vaginal discharge, vaginal infection, depression, anxiety and abdominal pain outcome was unknown. The reporter considered abdominal pain, anxiety, depression, device expulsion, embedded device, menorrhagia, menstrual disorder, pelvic inflammatory disease, pelvic pain, vaginal discharge, vaginal haemorrhage, vaginal infection and vulvovaginitis to be related to essure. The reporter commented: she underwent treatment due to complications from the essure discripancy noted in essure insertion date: (B)(6) 2014 & jun-2013 diagnostic results: on 1-apr-2013, hsg(hysterosalpingogram) test done which confirmed that the essure device was successfully occluded. (B)(6) 2015:tubal occlusion. Stable. - she was reminded that essure confirmatory test was not satisfactory. Last hsg showed non-occluded left tube. She wants to repeat hsg (B)(6) 2017:patient is status post essure in 2014-per hsg, right tube occluded, left tube patent. Patient is experiencing discomfort and is unable to take ultram qday. (B)(6) 2015:hysterosalpingogram:unilateral occlusion (right tube occluded) (B)(6) 2015:hysterosalpingogram: patent left fallopian tube with free spill seen into the peritoneal cavity. Right fallopian tubal occlusion in a patient who is status post essure device placement august 2014 ¿concerning the injuries reported in this case, the following one was described in patient¿s medical record: pelvic inflammatory disease. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 23-oct-2018: new pfs received- new event abdominal pain was added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration/ migration of essure device: uterus"), pelvic inflammatory disease ("pelvic inflammatory disease") and embedded device ("one coil is suspected to be embedded within the uterus") in a 39-year-old female patient who had essure (batch no. C03091) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included breast cancer, herpes simplex type ii, d & c, tubal ligation, bacterial vaginosis, chlamydia trachomatis infection, anogenital warts and dysplasia. Concurrent conditions included vaginal discharge, unable to urinate, hematuria, vaginal irritation, constipation, abdominal pain and migraine. Concomitant products included citalopram, gabapentin, nsaid's, paracetamol (acetaminophen), sumatriptan and tramadol. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2015, the patient experienced vulvovaginitis ("infection (bladder/ urinary tract/vaginal) type: vulvovaginitis"). On (B)(6) 2015, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2016, the patient experienced pelvic pain ("severe pelvic pain"), depression ("depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues") and vaginal infection ("vaginitis"). Essure treatment was not changed. At the time of the report, the device expulsion, pelvic inflammatory disease, embedded device, pelvic pain, menstrual disorder, vaginal haemorrhage, menorrhagia, vulvovaginitis, vaginal discharge, vaginal infection, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, device expulsion, embedded device, menorrhagia, menstrual disorder, pelvic inflammatory disease, pelvic pain, vaginal discharge, vaginal haemorrhage, vaginal infection and vulvovaginitis to be related to essure. The reporter commented: she underwent treatment due to complications from the essure discripancy noted in essure insertion date: (B)(6) 2014& (B)(6) 2013 diagnostic results: on (B)(6) 2013, hsg(hysterosalpingogram) test done which confirmed that the essure device was successfully occluded. (B)(6) 2015: tubal occlusion. Stable. - she was reminded that essure confirmatory test was not satisfactory. Last hsg showed non-occluded left tube. She wants to repeat hsg (B)(6) 2017: patient is status post essure in 2014-per hsg, right tube occluded, left tube patent. Patient is experiencing discomfort and is unable to take ultram qday. (B)(6) 2015:hysterosalpingogram:unilateral occlusion (right tube occluded) (B)(6) 2015: hysterosalpingogram: patent left fallopian tube with free spill seen into the peritoneal cavity. Right fallopian tubal occlusion in a patient who is status post essure device placement (B)(6) 2014 ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: pelvic inflammatory disease. Most recent follow-up information incorporated above includes: on 23-jul-2018: plaintiff fact sheet- new event vaginitis, depression, mental anguish were added. Lot number, concomitant medication and condition were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration/ migration of essure device: uterus"), pelvic inflammatory disease ("pelvic inflammatory disease") and embedded device ("one coil is suspected to be embedded within the uterus") in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included breast cancer, (B)(6), d & c, tubal ligation, bacterial vaginosis, (B)(6) infection, anogenital warts and dysplasia. Concurrent conditions included vaginal discharge, unable to urinate, hematuria, vaginal irritation, constipation and abdominal pain. Concomitant products included tramadol. In (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2015, the patient experienced vulvovaginitis ("infection (bladder/ urinary tract/vaginal) type: vulvovaginitis"). In january 2016, the patient experienced pelvic pain ("severe pelvic pain"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues") and vaginal discharge. Essure treatment was not changed. At the time of the report, the device expulsion, pelvic inflammatory disease, embedded device, pelvic pain, menstrual disorder, vaginal haemorrhage, menorrhagia, vulvovaginitis and vaginal discharge outcome was unknown. The reporter considered device expulsion, embedded device, menorrhagia, menstrual disorder, pelvic inflammatory disease, pelvic pain, vaginal discharge, vaginal haemorrhage and vulvovaginitis to be related to essure. The reporter commented: she underwent treatment due to complications from the essure discripancy noted in essure insertion date: (B)(6) 2014 & (B)(6) 2013. Diagnostic results: on (B)(6) 2013, hsg(hysterosalpingogram) test done which confirmed that the essure device was successfully occluded. On (B)(6) 2015:tubal occlusion. Stable. - she was reminded that essure confirmatory test was not satisfactory. Last hsg showed non-occluded left tube. She wants to repeat hsg. On (B)(6) 2017: patient is status post essure in 2014- per hsg, right tube occluded, left tube patent. Patient is experiencing discomfort and is unable to take ultram qday. On (B)(6) 2015: hysterosalpingogram:unilateral occlusion (right tube occluded). On (B)(6) 2015:hysterosalpingogram: patent left fallopian tube with free spill seen into the peritoneal cavity. Right fallopian tubal occlusion in a patient who is status post essure device placement (B)(6) 2014. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: pelvic inflammatory disease. Most recent follow-up information incorporated above includes: on 19-apr-2018: plaintiff fact sheet received. Events vaginal bleeding, menorrhagia, vulvovaginitis, device expulsion, vaginal discharge, embedded device , pelvic inflammatory disease was added. As an event. Lab data updated. Concomitant, historical conditions & drugs were added. Product, patient & reporter information updated. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.